Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was observed to be jumping. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.